Manufacturer narrative:
Correction: h6 health effect - clinical code.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue from the results printouts showing the results as zero. The fse was also able to reproduce the reported event. The fse investigated and found analyzer not sampling properly. The fse flushed sample nozzle on main arm and replaced the cap seals for sample syringe also. The fse primed system, ran daily check and qc all passed. The analyzer was returned to normal operation. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2019 through aware date (B)(6) 2020. There were two similar complaints including this one identified during the searched period. The most probable cause of the reported event is main arm sample nozzle was clogged.

Event description:
Customer reported that the quality control for [?]2 microglobulin (bmg) is not giving results. Multiple analytes are also seeing poor qc recovery. The lab is short staffed and did not have time to attempt cleaning the nozzle or other troubleshooting currently. Onsite service was requested. The customer will not be running the aia-2000 analyzer. The customer also runs category a analyte (bhcg) and the instrument is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.